Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.288" x 0.068" was found to be broken off. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An returned material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the large suturecut needle driver instrument was damaged. The large needle driver instrument came in contact with the suction irrigator causing one of the tines (jaw) to fall off. The customer was able to retrieve the jaw from the patient. The customer would return damaged instrument and broken tine (jaw) for analysis. The procedure was completed.